Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on further legal manufacture investigation. A review of the users reprocessing method confirmed the following deviation from the instructions for use (IFU): suctioning detergent solutions was not performed for biopsy channel nor suction channel at manual cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and cleaning, disinfection, and sterilization (cds) provided by customer. The device was returned to olympus. Growth of microorganisms was found through culture testing by the user. However, the device was sent out for additional testing and the microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope. Upon inspection testing of the returned device, it was discovered, the insertion tube and control body casing were stained. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. A pre-procedure device check was preformed, precleaning was performed immediately after patient procedure. The forceps elevator was not moved to raise and lower 3 times in the water during aspiration. The air/water channel was flushed with water and air by using mh-948. The auxiliary water channel was flushed with water. All reprocess accessories were without any defect. Pre-cleaning to manual cleaning was performed for less than 30 minutes. Presoaking was not done more than 60 minutes. Leak testing was performed in accordance with instructions for use. The instrument/suction channel, suction cylinder and instrument channel port were manually cleaned with gigazyne detergent by shulke. The scope was manually disinfected with tph5358 by shulke. Isis by cantel aer/ewd was used with filtered water, tph5358 disinfectant and intercept plus detergent. The device was stored in a labcare endoscope cabinet. The endoscope was not sterilized. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
An olympus representative reported to olympus, on behalf of the customer, three (3) different scopes had been contaminated with pseudomonas. The customer also stated three (3) patients were infected by the same evis lucera bronchovideoscope. The customer performed their own investigation to determine, if any, relationship between the subject device and the patient infections. The isolation of chryseobacterium indologenes from three patients¿ bronchoalveolar lavage specimens were identified. The following three (3) samples were taken aseptically from the evis lucera bronchovideoscope on (B)(6) 2022. Water flushed scope, no growth . Swab scope entry points large and small, no growth. Swab internal scope, bacillus cereus colony forming units (cfu 2), microbacterium sp. (Cfu 30) candida guillermondii (cfu>100). Patient identifier (B)(6) (complaint 1 of 5) for patient 1 of 3 with infection and suspected device contamination with pseudomonas. Patient identifier (B)(6) (complaint 2 of 5) for patient 2 of 3 with infection and suspected device contamination with pseudomonas. Patient identifier (B)(6) (complaint 3 of 5) for patient 3 of 3 with infection and suspected device contamination with pseudomonas. Patient identifier (B)(6) (complaint 4 of 5) for the subject device and suspected contamination with pseudomonas. Patient identifier (B)(6) (complaint 5 of 5) for the suspected contamination with pseudomonas.